Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited high threshold and decreased sensing. It was further noted that the patient fell 10 days after the initial implant but refused to come to have the device checked after. Lead repositioning was attempted there was tissue in growth in the helix so it could not be repositioned. The lead was explanted and replaced. The patient was stable before, during and post procedure.